Event description:
The customer reported that the device had low pressure. It was unknown how the issue was found, no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Per the diagnostics performed by the engineer, the engineer reported the following issues - the top cover was damaged in one of its corners; the power cord has to be replaced because it is over the 200 ml maximum allowed for the electrical safety test; the cpu cover tray was deformed around where the feet are assembled, which make the feet to be tilted to the side, and make the device unbalanced; one of the fans mounting pins is missing.

Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain device usage and repair information; however, there was no response. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly.